Event description:
It was reported via repair work order that the siderail would not raise/ lock in position due to damaged siderail arm weldment with exposed sharp edges. It was also reported that the power cord was damaged with exposed wires and also power cord plug was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.